Manufacturer narrative:
It was reported that the machine stopped misting. Due to this "prescribed breathing treatment is missed." In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Missed medication.